Manufacturer narrative:
(B)(4). The device product is not intended for sale in the us. Similar device sold in the us.

Event description:
The customer alleges that a leak was observed at the insertion point of a PICC line. The device was removed and re-insertion was performed on the patient.

Manufacturer narrative:
(B)(4). The customer returned one used s-04041-003 catheter. A visual inspection was performed and no defects were found. The catheter body was measured and was within specification. The catheter was leak tested by injecting water into the extension line using a lab leak tester. The catheter was pressurized with water to 45psi for 30 seconds. The distal end of the catheter was capped off during testing to restrict flow. No leaks were observed from any region of the catheter. A device history record review was performed and no relevant findings were identified. The customer issue of the catheter leaking at the insertion site could not be confirmed during the sample investigation. Functional testing was performed on the catheter and no leaking was observed. No issue was found with the returned sample. The device functioned as intended.

Event description:
The customer alleges that a leak was observed at the insertion point of a PICC line. The device was removed and re-insertion was performed on the patient.